Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2025-00463-00 for all details pertinent to this event.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's wife attempted to make two new cassettes, but neither worked in the pump due to a high-pressure alarm. Troubleshooting was performed with no success. The patient¿s wife was en route to the emergency room at the time of the report. The infusion was continuous. The patient had access to a backup product and was able to successfully continue the infusion. The infusion was life-sustaining, and the event was resolved. There was no patient involvement.